Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the single leaflet device attachment (slda). It was reported that the index mitraclip procedure was performed on (B)(6) 2018 to treat functional mitral regurgitation (mr) with grade 3-4. One clip was implanted, reducing mr to 2. On (B)(6) 2018, a second procedure was performed to treat a single leaflet device attachment (slda). The clip implanted on (B)(6) 2018 had detached from the posterior leaflet and mr had increased. One clip implanted, reducing mr from 3 to 1-2. On (B)(6) 2021, a triclip procedure was performed to treat tricuspid regurgitation (tr). The clip delivery system (cds) was advanced to the tricuspid valve and grasping was performed without issue. However, the clip interacted with chordae of the posterior leaflet while trying to grasp it independently. The clip was inverted and retracted to the right atrium which solved the issue. The clip was implanted successfully. Two clips implanted reducing tr from 4 to 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and a conclusive cause for the single leaflet device attachment (slda) cannot be determined in this complaint. The reported mitral regurgitation (mr) was a result of slda. The reported patient effect of mr as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were a result of case specific circumstances as one additional clip was implanted reducing mr to grade 1+. There is no indication of a product issue with respect to manufacture, design or labeling.